Manufacturer narrative:
Upon further analysis this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. During initial testing it was noted that the device passed label longevity but was noted to have shortened elective replacement indicator (eri) to end of life (eol) time suggesting a possible out of specification condition. Detailed analysis will be conducted. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis and a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. To determine if the device's rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.